Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician made one pass and began to remove the jet7. Upon removal, the jet7 stretched. Therefore, the jet7 was no longer used in the procedure. The procedure was completed using another jet7 and a neuron max. There was no report of an adverse effect to the patient.